Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a hemostasis procedure within the colon. According to the complainant, during the procedure, the clip would not release from the delivery system. The clip was pulled from the tissue which led to additional bleeding. Additionally, part of the clip broke off and remained attached to the tissue. A second resolution hemostasis clipping device was used to complete the procedure, and then the remaining portion of clip was removed from the patient. The patient condition was reported as being okay post procedure.

Manufacturer narrative:
(B)(4): clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a hemostasis procedure within the colon. According to the complainant, during the procedure, the clip would not release from the delivery system. The clip was pulled from the tissue which led to additional bleeding. Additionally, part of the clip broke off and remained attached to the tissue. A second resolution hemostasis clipping device was used to complete the procedure, and then the remaining portion of clip was removed from the patient. The patient condition was reported as being okay post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly separated from the delivery catheter. Both prongs of the clip were present and no parts were missing. Additionally, a kink was observed in the control wire. The condition of the returned incident device was not consistent with the complaint that the clip failed to release from the delivery catheter, and one side detached into the patient. The evaluation found that returned clip assembly was complete. The event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.